Manufacturer narrative:
H6: investigation summary one sample with open packaging and one representative sample was received by our quality team for evaluation. The samples were subjected to the blood escape time (bet) test, flashback test, and the catheter leak test. Both samples passed all testing and no abnormalities were observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that cathena 20gx1.25in straight bc leaked. The following information was provided by the initial reporter: anti-reflux valve repeatedly non-functional.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that cathena 20gx1.25in straight bc leaked. The following information was provided by the initial reporter: anti-reflux valve repeatedly non-functional.